Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms, but the alarms continued. Reportedly, customer wore the pump against the skin prior to the occlusion alarms declaring. Customer ended the call before a system check with tandem technical support could be completed. Customer¿s blood glucose level was 250 mg/dl.